Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call he experienced multiple issues with the insulin pump and had to stop using it about 4 months ago. Customer stated that the device was either under or over delivering insulin. The customer stated he was receiving the wrong infusion sets because they were not the correct cannula size. He started experiencing high and low blood glucose about 6 months back. Blood glucose level is unknown. The customer received an unexpected restart alarm when turning on the insulin pump. He declined troubleshooting and was transferred to arrange getting the device upgraded.